Manufacturer narrative:
(B)(6). An inspection of the assembly line, machines, warehouse, and receiving areas for this product were performed by a third party pest inspection company and did not confirm signs of any pests. The sample was requested, but has not been received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign body, resembling an ant, was found in the tubing of a clearlink solution set. This was discovered prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection under magnification was performed and revealed embedded particulate matter in the tubing. The embedded particulate matter is due to raw material degraded during extrusion process of tubing. The pvc material is heat sensitive and can be degraded when the resin trapped inside the screw and become embedded particle. The defect is inherent to the material and process and not able to be totally eliminated. The cause of the reported issue was determined to be a manufacturing process problem. Should additional relevant information become available, a supplemental report will be submitted.